Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 to treat stress urinary incontinence and pelvic organ prolapsed and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat cystocele and stress incontinence. It was reported that patient underwent mesh removal/revision on (B)(6) 2011 due to erosion of mesh used to fix cystocele. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04706. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04706. The same patient is represented in each medwatch.